Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 50 mg/dl. The customer reported the sensor insertion anomaly. The customer had no symptoms. The customer did treat the low blood glucose level. The current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump, infusion or reservoir will not be returned for analysis; however, the sensor will be returned for analysis.